Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: before use, at 11:20 on october 10th, the ICU therapist was preparing to prepare a ventilator backup for a patient who was about to enter the department. However, they found that the touch screen of the device was not sensitive and immediately reported for repair, replacing the backup device no patient involvement.